Event description:
The facility's biomedical engineer reported an infusion pump with a 538 failure code. Info was requested by baxter whether there have been a report of any pt incident involving this pump since the last baxter service event, whether or not the incident occurred during pt use or during biomed testing, regarding pt status, medical intervention, pt injury, age of pt, or medication involved, but no additional info was available. Additional contact info was requested but no additional contact was identified.